Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with a fingerstick glucose of 415 mg/dl and an ilet reading of 395 mg/dl after a recent supply change and a period when insulin delivery was stopped due to disconnection for a shower; the user confirmed no leaks or kinks and had announced a meal approximately two hours prior. Investigation included review of device use and dosing history with user confirmation of infusion setup status and delivery resumption. Investigation of this case revealed that insulin delivery had been interrupted for about an hour during disconnection, which plausibly contributed to the hyperglycemia, with no evidence of infusion set failure or device malfunction. No clinical symptoms associated with hyperglycemia reported. Outcomes included recovery without medical intervention, it was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.